Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far r-wave oversensing was observed on the device. Programming change was made. No patient symptoms were reported. The patient was being monitored.